Event description:
It was reported that the doctor armed the device and made an incision and then proceeded to place the device inside the incision. The doctor pushed the device through and felt the device did not retract the blade fast enough. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.